Manufacturer narrative:
(B)(4). The sample was not available for evaluation, but the root cause was determined to be due to use error. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a one-link needlefree IV connector which compromised the reading on the cvp monitor. According to the report, the "product was applied to distal port of arrow central line of the patient. When cvp monitor was then connected to one-link wave form was flat and a reading could not be done." It was determined that the luer connection was a fixed collar and the male luer was not accessing the onlink device therefore the device was not being opened properly. The event is reported to have occured in the intensive care unit during patient use. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.